Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation and customer was provided a shipping label; however, to date the product has not been shipped. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported that a short time after injecting zofran with a syringe through a port, nurse noticed that blood was back flowing through the tubing connected to the patient's subclavian line and consequently flowing out of the infusion port. The blue piston was still attached but loose inside the tubing, the white housing was missing but was found fallen on the floor. Reporter indicated that the syringe attached and removed easily; separation was not noted immediately upon removal of syringe. There was no negative outcome to the patient. No additional information was provided.